Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.